Event description:
The following was reported to davol by hospital: it was reported that on (B)(6) 2012 the pt was treated for an incisional hernia supraumbilical, by placing a ventralex patch intraperitoneal. There was no intraoperative difficulty. After a few months, the pt had severe abdominal pain when getting up from position leaning forward. A scanner showed that the mesh was positioned wrong, a portion of the mesh was perpendicular to the abdominal wall. The pt was reoperated on (B)(6) 2013 and it was reported that the patch was found to have a rigid and curled aspect with omental adhesions. No other cause for pain was found during the exploratory laparoscopy and there was no intraoperative difficulty.

Manufacturer narrative:
Approx, one year post implant the pt underwent explant of the ventralex patch. At the time of explant, pictures of the patch were taken and sent to davol for eval. Two pictures were sent one appears to be mesh side and the other ptfe side of a freshly explanted ventralex patch. As was reported based on the picture eval, the patch had become curled up/rolled over and there was an abundance of some type of unidentifiable tissue (allegedly omentum) that had become attached to, adhered to or grown into the mesh side of the patch. There is no way for us to determine what caused the patch to become curled up/rolled over by looking at the pictures. The IFU for the ventralex patch stresses the importance of choosing the correct size patch, the proper placement of the patch and proper fixation of the patch. Additionally, the info provided was limited and it is unk whether the pt suffered trauma to the hernia site post implant. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.